Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
The line was being placed as a midline. The nurse was unable to remove the wire, completed a catheter cut down and found a small part of the wire. No other information provided.